Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm occlusion while attempting to deliver a bolus. Customer's blood glucose (bg) level was in the 300s mg/dl. Customer changed out all supplies and delivered a correction bolus using the pump.